Event description:
Boston scientific received information that a physician contacted boston scientific technical services (ts) due to a recent onset of noise on rv and shock channel that lead to non-sustained ventricular tachycardia (nsvt) episodes. The physician stated that he was unable to reproduce the noise with isometrics and that the daily measurements appear stable and normal. Strips were sent to ts for review and ts confirmed that there was a sudden onset of large amplitude with myopotential oversensing of noise on both the rv and shock egm, triggering the nsvt episode. The physician was concerned over lead insulation issue on the rv shock lead and the competitor rv pace/sense lead or a device header issue since the cause of the noise was undetermined and unable to be reproduced. Subsequently the device was explanted six days later with no adverse patient effects due to the revision procedure. The leads remain implanted in the patient.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.